Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after evaluation of all device components.

Event description:
Knee was not charged for 3 days then buckled causing patient to fall. Patient stood up to take a step and the knee buckled. Patient was at home on level ground. Patient fell on a on 3c98-1, sn (B)(4) that belongs to another patient. Called and spoke to practitioner about incident. He explained that the patient fell is not the rightful owner of this knee. He said that the patient fell came to his office with complaints of her own knee malfunctioning. Practitioner had this knee in his office that the other patient had left behind and fitted it onto the patient fell as an inhouse loaner. This knee has not been officially converted to an inhouse loaner and says that the other patient had just not been in to get his knee back as he has been fitted with a genium. Practitioner fitted the c-leg on the patient and she fell with the device and broke her hip. Practitioner was hesitant to disclose any further details about the incident on whether the patient is still hospitalized or not. Advised that we will also be needing the patient charger in asap to be forwarded with knee.

Manufacturer narrative:
There is air in the hydraulics because of the patient not meeting the service interval: see IFU (B)(4): "to ensure proper function and for your own safety, a maintenance service is required every two years." The device should have been in for service in 09-2014 and 09-2016. Air in the hydraulics caused the patient fall due to loss of stance phase damping.